Manufacturer narrative:
A ge service representative performed an on site investigation. Based on info provided the following components have been ordered. Generator interface pcb and a fluoro function pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.

Event description:
It was reported that the image quality on the 9800 system is poor. There was no report of pt injury.